Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not been received. This is a very old model which has not been sold in many years.

Event description:
A consumer reported that she her thermometer had allegedly given false negative readings on her son. The device allegedly gave readings 7.4 degrees lower than the patient's actual temperature. The child was taken to a doctor and a fever was confirmed. No adverse event occurred, and there were no complications from this incident. The low readings may have caused a delay in medical attention, but the patient is doing well. Kaz USA, inc. Has requested that the product be returned to our company for testing.